Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 and t3 transformers on the defibrillator pca. Additionally, a review of download data indicates that the monitor reset after delivering a pulse during functionality testing. The root cause for the defective transformers could not be positively identified. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.